Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a shunt within a non-calcified "forearm vein" with 'normal tortuosity'. The 8.0 x 40 x 80 sterling balloon dilatation catheter was advanced to treat the target lesion, inflated one time to 12 atms and ruptured. The physician completed the procedure with a different device. No patient complications were listed and the patient's status was reported as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)